Manufacturer narrative:
No evaluation was performed as the device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the bur tip broke within the first minute after starting to be rotated and an iron powder scattered over the surgical field. The second bur was attached and rotated, but the tip of the second bur broke as well. It was noted that there was no patient associated with the event. Additional information indicated that the first bur's fragment scattered over the surgical field, and they were removed by cleaning the surgical field. There were no pieces that remained in the patient's body. For the 2nd bur, there was no fragment. The broken piece was picked up by forceps. There was no broken piece/ fragment which remained in the patient's body. Also, there was no patient impact. The site had 2 burs, so the surgery was completed with other instruments such as forceps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.